Event description:
Caller (pt's daughter) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 1.0, lab: 2.8. Date: (B)(6) 2011, inratio2: 1.0, lab: 1.7. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed: inratio2: 1.0, reference: 2.8, mean: 1.90, confidence limits: 1.3-2.7. Inratio2: 1.0, reference: 1.7, mean: 1.35, confidence limits: 1.0-1.5. Analysis of customer's data revealed that both inratio2 and reference test result comparisons did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strips were tested on 07/20/2011 and revealed that result comparisons met accuracy criteria. At least two out of three replicates for both donors are within the allowable bias (+ or -1.0) for accuracy. No further investigation will be pursued at this time. (B)(4). Action threshold (B)(4) was reached. Strip lot in complaint has strip code z45bu with brick lot #246544, which was split into two different lots (243104 and 251117). (B)(4), which is below the total action threshold of (B)(4). No corrective action required at this time as no product deficiency was established.